Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower was not communicating. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating with the server. A technical support specialist emailed the customer the bd rss network guide. The hospital information tech resolved their network issue. After the network issue was resolved, the station data sync logs showed that the station had been successfully uploading data from the server. The system functioned as intended after the technical support specialist investigated the device.